Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided); cause was unknown, however customer believes it may be related to the use of antibiotics to treat an urinary tract infection. Bg was addressed via a correction bolus, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.